Event description:
It was reported that at six years post-op a revision surgery was performed. According to the reporter the surgeon converted from a hemiarthroplasty to a total shoulder arthroplasty. During the surgery the surgeon noticed that the head and trunnion were loose. The surgeon replaced the initial head and trunnion and replaced the patient¿s natural glenoid. The case was completed successfully. No further patient information was provided at the time of this report or made available in response to multiple follow-up communications. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was received and an evaluation was conducted. The complaint was not confirmed. The humeral head and trunnion where returned attached and not loose. There is a polished appearance on the surface where it meets with the stem of the trunnion. Visually there are no deformities on the trunnion or to the humeral head. The cause of the event could not be determined from the information made available and device evaluation. Device history record revealed nothing relevant to this event.the evaluation conclusion of this event is being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
On (B)(6) 2009 - pt underwent left lower lobectomy via fifth intercostal space posterolateral thoracotomy, and mediastinal lymph node dissection. Surgeon noted during procedure...." The pulmonary vein was dissected free and vascular stapling with device is a ta-30 vascular stapling device was then fired proximally and distally and the pulmonary artery was then divided and the proximal staples did not fire appropriately and it appears that there was no staples that went into the pulmonary vein. All thus the proximal portion pulmonary vein was then clamped with vascular clamps and incision was carried through the serratus anterior muscle to get adequate exposure. The proximal stump of the pulmonary vein was then oversewn with a 4-0 prolene running over and over stitch. Clamp was removed and there was no bleeding from the pulmonary vein. The major fissure was completed with endo-gia 50 stapling device. The pulmonary artery below the left lower lobe pulmonary artery was then dissected free, and a vascular stapling device was then fired proximally and distally and the upper lobe was then inflated at 40 cm of pressure with the stump underneath saline and there were no air leaks noted....the pt tolerated procedure well and was brought to recovery room in stable condition.

Manufacturer narrative:
The device has been received and evaluation is in progress. The cause of the event could not be determined from the information available and without the manufacturer's device evaluation. Device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. Upon completion of the device evaluation, the potential causes of this event will be communicated to the event reporter. If additional relevant information is obtained from the manufacturer's investigation and evaluation, a follow-up report will be submitted.